Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a reoccurring down occlusion alarm occurring when priming the device. Multiple new sets were used on two different tech stations, and both sets and test equipment were checked to rule out as cause. The event occurred before infusion. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation in used and decontaminated condition. Visual inspection was performed, and a scratched lcd lens was found. Functional testing was performed. The customer's reported problem was verified in the device's event history logs. The root cause was a defective downstream sensor. Replaced downstream sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.